Manufacturer narrative:
This event occurred in (B)(6). The field service engineer (fse) cleaned the detergent mixer. The fse found an issue leading to excess naoh remaining in the cuvettes after rinsing. Preventive maintenance was also performed. The customer had no further issues after the service visit. Calibration and qc were acceptable. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant high results for 2 patient samples tested for sodium (na) on a cobas 6000 c (501) module. Patient 1 initial result was 175 mmol/l. The repeat was 142 mmol/l. Patient 2 initial result was 155 mmol/l. The repeat was 135 mmol/l. No questionable results were reported outside of the laboratory. The na electrode lot number and expiration date were not provided. The electrodes had been replaced on (B)(6) 2020.